Event description:
This lead was capped and replaced due to oversensing and noise related to clavicular crush and a possible insulation breach. The pt received 6 inappropriate shocks. Should add'l info become available, this file will be updated.